Manufacturer narrative:
Qc was within specificaitons prior to and after the event. The specimen was reported to be a short draw and was poured off into a 1 ml insert cup for testing. The customer reported that the issue was isolated to this pt sample only. A field service engineer (fse) was dispatched to the customer's lab in 2006. The fse conducted diagnostic testing and all results passed within specifications. The fse verified repair per established procedures; results met published performance specifications. Pre-analytical factors may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the access 2 instrument. A pt sample was tested for accu tni and a result of 10.81 ng/ml was obtained. The accu tni result was not reported out of the lab. The customer re-tested the original sample for accu tni twice and the repeated results were: 0.019 ng/ml and 0.029 ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.